Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead had dislodged. In clinic, fluoroscopy confirmed the dislodgement. During the repositioning procedure, the helix would not extend and the lead was removed and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.